Manufacturer narrative:
Manufacturer¿s investigation conclusion: analysis of the log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and subsequent patient outcome could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2024. Low flow hazard alarms were captured throughout the file. Of note, were observed during some of the low flow alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The cause of death was not considered to be device related and the device operated as expected. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to asphyxiation. The death was not considered to be device related and the device operated as expected. Log files were submitted for review and appeared normal until low flow events began being captured on (B)(6) 2024 at 17:09:08 and continued to occur throughout the remainder of the log file. The periodic file also captured a low flow event on (B)(6) 2024 at 17:10:20. Throughout the log files duration, the pump was always operating at speeds between the set speed & low speed limit so was operating as intended. The files also did not contain any peripheral equipment issues.

Manufacturer narrative:
Section e1: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.